Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was noted on the ventricular channel. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.